Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor and control panel I/o boards were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed communication and control panel error messages. These errors are likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of pt injury associated with this event.